Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. A lead fracture was suspected and the lead was explanted and replaced. Lead insulation damage was observed during the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited impedance issues. A lead fracture was suspected and the lead was explanted and replaced. Lead insulation damage was observed during the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis. Updated information was received from the local sales representative that the lead was actually surgically abandoned and remains in the patient but not in service.